Event description:
Procedure type: gastrectomy. According to the reporter: the surgeon decides to put a eeaorvil25 through the oropharyngeal airway using the anesthesiologist. The device slides correctly through the upper two thirds of the esophagus, but on reaching the distal end, resistance was felt. At this time the anvil of orvil probe is disassembled and is within the esophagus. The surgeon requested a second orvil, which is also impacted in the esophagus and the probe is disassembled. It is removed with various maneuvers with the gastro group under endoscopic vision. The surgeon decided to open the abdominal cavity to proceed with the procedure under laparotomy. Finally he manages to make the anastomosis with the anvil eeaorvil21 (without probe) and the stapler eeaxl21.

Manufacturer narrative:
(B)(4).